Event description:
It was reported that the ventricular lead exhibited loss of capture. It was noted that the threshold had been rising since implant and was 7.25 v at 0.5 ms, and r-wave amplitude was varying.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.